Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone harvesting procedure, the drive shaft of a reamer, irrigator, aspirator (ria) broke off in the tip of the reamer head. The drive shaft was removed without incident and no remnants were left in the patient. The procedure was completed successfully without delay. No harm or adverse event was reported against the patient. This is report 2 of 2 for (B)(4).